Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's atty: on (B)(6) 1999, the pt was implanted with a non-bard/davol sling. On (B)(6) 2004, the pt was implanted with an alleged bard/davol "marlex" mesh. The atty's report alleges pain, injury, "pain and suffering," disability, defective mesh.